Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00208 it was reported that during the ipg replacement the lead had high impedances and could not go into MRI mode. In turn, surgical intervention took place wherein the scs system was explanted and replaced. Effective therapy was restored.